Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 90 mm in diameter abdominal aortic aneurysm. It was reported that while the patient was still recovering from the index procedure in the hospital the patient¿s aneurysm ruptured. Per the physician, the source of the endoleak was unknown but possibly proximal seal zone or type iii endoleak. An endurant 36x36x49 proximal cuff extension was implanted proximally, and an endurant 16x20x124 limb was deployed in left endurant (original limb) bridging the 16x16x93 and 16x20x156. The endoleak resolved. No additional clinical sequelae were reported and the patient is fine.